Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers reported via phone call indicating that their insulin pump went into a threshold suspend. The customer does not feel any symptoms of low blood glucose. The patient's blood glucose level was 161 mg/dl at the time of the call. The customer stated that their sensor was displaying wrong readings of sensor and blood glucose issue. The customer did not return the product back for analysis.